Event description:
It was reported that during a laparoscopic-assisted vaginal hysterectomy, the staples in the device did not all form a "b" shape. They appeared unformed. There was no pt consequence.